Event description:
When attempting to start an IV in the pt, the vein blew and the catheter tip sheared off into the vein. Approx 1/4 to 3/8 inches of the tip was lost. Attempts to retrieve the tip had not been made as of 10:30 am 12/15/99. It was first thought the catheter was not radiopaque, but after contacting j&j physical assistant was informed it was indeed radiopaque.